Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and the right ventricular (rv) lead exhibited intermittent capture. The lead remains in use. No further patient complications have been reported as a result of this event.